Event description:
Caller states, pt tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 5.4 inr. Pt's coumadin was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.